Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pph procedure, the purse string was completed with no incidents and was checked to make sure it was complete. The stapler was inserted with no trouble and the suture tails were pulled through the stapler as directed. The stapler tightened down normally while the surgeon held tension on the tied suture tails. The stapler was tightened within the range and was fired. The force to fire the stapler was normal and the crunch of the plastic ring was heard. When the stapler was removed, a piece of tissue was hanging from the staple site and was bleeding. Upon inspection, it was noted that the knife cut, but only 2-4 b-shaped staples were in the 4 o'clock position of the anastomosis. There were no other staples in the patient or in the specimen. The entire hemorrhoidectomy site needed to be sewn by hand to complete the case. The patient was able to be discharged the same day from the hospital. Procedure time was extended.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.